Event description:
Could not hear or feel any oxygen flow through bag/valve mask. Attempted to use bag/valve mask on patient and even with good seal and chest rise the patient's o2 sats would not improve noticed that we could not feel the oxygen flow or hear it through the bag/valve mask.